Manufacturer narrative:
(B)(4). Title: supra annular position of a transcatheter aortic valve prosthesis: from bed to bench citation: cardiovascular revascularization medicine 16 (2015) 437¿438 authors: ghione matteo, nicolas foin, rodrigo estevez-loureiro, justin davies, carlo di mario. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a medtronic transcatheter bioprosthetic valve (26-mm, serial numbers not provided) was implanted into a (B)(6) female diagnosed with severe calcified aortic stenosis. During positioning in the implant procedure the valve was "inadvertently pulled" above the annulus. A transesophageal echocardiogram (tee) indicated moderate paravalvular leak (pvl) and greatly decreased ventricular function. An electrocardiogram (ECG) indicated st depression. The patient became hypotensive. It was noted that the high position held the native leaflets open which did not occlude the coronary ostia, but may have impeded coronary filling during diastole. Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve resolving the symptoms. No additional adverse patient effects were reported.

Event description:
Additional information from the physician stated there was no adverse effect and the patient was discharged home fit and well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.